Event description:
A caller reported an issue with cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to perform a pump reset, after which the error code was resolved, and the customer successfully started their sensor session.